Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Procedural videos/imagery/photographs were provided. During review it was observed the access vessel was calcified and tortuous. The annulus was calcified. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Lot history review revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. For the shorter loader configuration, keep loader in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: longer loader can peel away and be removed. Note: aspirate as necessary during delivery system insertion. Note: take care when handling. Do not bend system either at the handle or tip. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Peel away longer loader for 20, 23, 26, and 29 mm valve size. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Caution: to prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. Per the report, the system jumping as it exited the esheath was believed to have possibly caused the wire to perforate the heart. The complaints were unable to be confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. A manufacturing nonconformance was unable to be determined. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the 3mensio report, the patient¿s access vessels displayed tortuosity and calcification. Calcification and tortuosity present in the vessel can create a challenging pathway and prevent the sheath from fully expanding to allow for the advancement of the delivery system and crimped valve through the sheath. In addition, the commander reportedly jumped as it was exiting the sheath. The resistance and the commander jumping out of the sheath is likely due to the calcium interaction. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed by the provided imagery. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that patient (calcification/ tortuosity) factors contributed to the reported event. Although no IFU/labeling/training manual inadequacies were identified, a product risk assessment and CAPA was previously initiated.

Manufacturer narrative:
Additional information was received. Section b2 was updated (required intervention to prevent permanent impairment / damage (devices) box checked). Per the patient¿s medical records, post implant of a 23mm sapien 3 valve via left transfemoral approach, transthoracic echocardiography (tte) demonstrated good valvular position initially. However, a large pericardial effusion that was growing was noted. Therefore, pericardiocentesis was performed. The tte indicated gradual development of peri-annulus hematoma and mild to moderate paravalvular leak (pvl). A sternotomy was performed and the pericardium was rapidly opened and noted a large volume of blood within the pericardium. The only lesion identifiable was a perforation of the left ventricle near the base of the left atrial appendage in the region of the av groove and close to a smaller probably ramus intermedius. The transesophageal echocardiogram was also suggestive of an annular rupture in the area of the large calcium plaque, protruding into the left ventricular outflow tract. Salvage surgery was performed with suture of the perforation. The chest was then closed later after all potential bleeding sources were controlled. No further intervention was a valid option for the patient due to complexity of the anatomy and bloodless program. The patient was taken to cicu in critical and unstable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the esheath used in the case. Please reference related manufacturer report number: 2015691-2020-12989.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position using left percutaneous transfemoral approach, the commander delivery system and valve jumped as it was exiting the sheath. During valve alignment, there was some noted tension. The valve was deployed without issue. Post deployment tte showed an effusion. Per site review of echo, an annular rupture was confirmed. A perforation was also found in the av groove. The patient left the room balloon pump supported. However, the patient expired the same day. Both implanting physicians believe the jumping of the system had something to do with the perforation. It was believed this could have possibly caused the wire to perforate. The patient had heavy calcification in ncc into the annulus and lvot.